Manufacturer narrative:
Initial reporter address 1: (B)(6). Device evaluated by MFR. : synergy ous mr 3.00 x 48mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Struts in the proximal region were noted to be lifted and pulled distally. The undamaged stent outer diameter was measured by snap gauge and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 03feb2021. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 3.00 x 48mm synergy ii drug-eluting stent was advanced but failed to cross the lesion due to severe calcification. The procedure was completed with a different device. There were no patient complications reported and the patient's status was stable. However, returned device analysis revealed stent damage.